Event description:
During a right total hip arthroplasty procedure, it was found the inner sterile packaging for the stem was damaged. The procedure was completed with another device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under sterility, "do not use any component from an opened or damaged package."

Event description:
During a right total hip arthroplasty procedure, it was found the inner sterile packaging for the stem was damaged. The procedure was completed with another device without delay.

Manufacturer narrative:
From the investigation, it can been concluded that the packaging was most likely conforming when it left the facility and that excessive handling and transportation was most likely the cause of the internal packaging damage. The packaging had evidence of an impact to the cardboard carton with a firm crease to the side of the carton. However, due to there being lack of damage to the tyvek blister, and that the returned packaging was missing the top foam, which would have secured the implant in place, and therefore if the implant had moved the top foam would have been damaged or agitated dispersing urethane particles into the blister and on the pouch, we cannot determine the root cause of the damaged pouch.